Event description:
The customer was claiming the torque screw was loose and could not close/fix. Engineers from the distributor confirmed the torque screw did not work (could not close/fix). The unit failed after one month of use additional information received from the distributor on 17apr2017 : the new device could not be used at all because of faulty screws (fixing the skull). The other clamp was used instead. All other questions asked related to patient impact and surgery details were not provided by the distributor (answered: n/a).

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: during investigation the following was observed: evaluation verified customer information as valid. The swivel base became loose and in regards of this the locking mechanism felt apart. No failure found at the torque screw. Device is first time in service. Device history record reviewed for lot/ 169 -sn (B)(4) on job# (B)(4) where 30 pcs were manufactured on (B)(6) 2016. Thirty pieces were made, the DHR on both the assembly and subassembly level show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Sampling plan is 100% a two year lookback in trackwise from (B)(6) 2015 to (B)(6) 2017 for this reported failure using key words "starburst teeth worn and worn teeth " for product ID (B)(6) shows that 10 complaints were received including this case, see below. It should be noted that 9 were reported by the same customer/ distributor. Conclusion: the root cause per integra service team's findings, is the swivel base was worn and damaged along some small assembly mating parts. This condition before repair caused the unit to have excess movement and feel very loose.